Event description:
A report was received that alleges that the tracheostomy tube required removal and replacement. It is alleged that after two days in situ, the tracheostomy tube was torn near the flange requiring replacement. No incident related medical sequela was reported.

Manufacturer narrative:
Evaluation summary: the customer's report of a broken shaft is confirmed. Examining the manner in which the shaft split in half and its oblong shape appears as though it was pinched by an instrument. The root cause of the broken shaft is considered to be a result of the customer/user interfacing with the product in a manner inconsistent with the IFU. The defect was not determined to be a manufacturing defect.